Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, the failure analysis investigation found the instrument pitch cables were frayed. The pitch cable was broken at the proximal clevis hub. The clevis did not exhibit any damage or wear marks. The other cables at the wrist were not damaged. Failure analysis also found the instrument main tube had deep scratches and gouges. The distal end of main tube had various scratch marks with light material removal. The scratches were not aligned with the tube axis. The deep scratch and gouge damage may have likely been due to mishandling/misuse. The endowrist instrument instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci surgical procedure, it was noted that the cable separated on the prograsp forceps instrument. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.